Manufacturer narrative:
(B)(4). Date sent: 11/11/2025. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst45b (c) reload was returned with no apparent damage. The package was returned opened along with the reload. Upon visual inspection, the seal area was noted complete with any issues or damages related to integrity. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event could not be confirmed as no damage was noted on the package. A manufacturing record evaluation was performed for the finished device lot 511d99, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, it was observed that the package was found damaged before used on the patient. Changed another two to continue the procedure but the same problem happened again. Changed to another one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 11/04/2025. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: did the damage occur right out of the packaging or in the operative field? -unknown was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? Or, was there difficulty opening the packaging material (difficulty removing/peeling back the tyvek)? -tyvek. Could you please identify the packaging (shipping box, primary packaging, box, pouch seal, or the plastic bag)? -primary packaging. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, containing cut or slit, or appear ripped)? -broken. Was sterility compromised as a result of the packaging damage? -yes. Which device had the damaged tyvek where the sterility was compromised? Was it the stapler pcee45a or the reload gst45b? And how many were damaged? -all tyvek packagings were damaged. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.